Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: air in blood tubing. Primed on pump using proper technique (inverting blood filter). Air alarms every 1-2 minutes even with taking tubing out and flicking bubbles through and completing additional primes of 5-10ml. Resulted in transfusion duration increasing as pump stops with every air alarm. Micro bubbles kept forming from the pump down to the end of the tubing.